Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. This will be supplemented if device evaluation becomes available.

Event description:
During an unspecified procedure, the subject device was used. When the user tried to ligate the polyp with the subject device, the polyp was cut off. No additional treatment was reported. No further information was reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The device did not have any malfunctions. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following reason. The user pulled the slider too much during ligation. The instruction manual of the device has already warned as follows; *do not apply unnecessary force to the loop when ligating tissue during the procedure. Excessive force applied to the loop could cut the surrounding body cavity tissue, resulting in patient injury, such as hemorrhages or mucous membrane damage. It may also damage the endoscope and/or instrument.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".